Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and boot was performed and failed. A receiver download and functional test could not be performed because the device was unable to power on. The receiver case was opened and a damaged battery was observed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.